Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: the patient's past medical history includes lung disease, copd, obesity, diabetes. The patient's last chemotherapy and/or radiation therapy was received 2 years ago. The patient was brought to the operating room on (B)(6) 2014 with diagnosis of recurrent colon cancer and underwent a lysis of adhesions for small bowel adhered to the abdominal wall in the mid-section and bowel resection. The patient was returned to the operating room on (B)(6) 2014 for a laparotomy-drainage of abdominal abscess. Subsequently, the patient died. The autopsy report shows that the side by side anastomosis staple line broke down. The cause of death is reported as right side pulmonary failure/cardiac death.